Event description:
During a therapeutic procedure placing a one step button device, the physician felt strong restriction when pulling the tube from the pt's stomach. The physician continued to pull the tube, but the tube broke, and a portion of the tube remained in the pt. The physician was then able to successfully remove the piece of tube from the pt's stomach through a scope. Another enteral feeding device was succesfully placed in the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported problem.